Event description:
In 2009, at approx 1430, there was a requirement for a pt to receive a preoperative foley. As they were testing the balloon on the foley, they noticed the balloon did not inflate, and the solution used to inflate the balloon was squirting out. Believing this to be an isolated occurrence, the nurse opened another foley kit from the same lot with an identical outcome. There were multiple calls from other or nurses stating that they had the similar experiences. In accordance with department policy, the medline rep was informed of the issues with the products. The rep said there was an issue in the mfg process for the foley resulting in possible balloons with defects.